Event description:
It was reported that the patient with this right ventricular (rv) lead experienced muscle stimulation with biventricular pacing, which resulted in the deactivation of rv lead therapy, with programming adjusted to left ventricular (lv) lead only. Additionally, high pacing thresholds were observed. No further adverse patient effects were reported. This rv lead remains in service.